Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced worsening of an undiagnosed hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The hernia was found prior to the start of pd therapy; however, worsened with pd therapy. It was reported that the hernia was manifested by groin pain. The patient was hospitalized for the groin pain and other unrelated indications. Treatment for the hernia was not reported. It was reported that during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from the groin pain. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed to investigate the reported issue. However, the results of rite (return instrument test/evaluation) testing were attached and the device passed both rite functional and rite electrical testing. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported hernia. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.